Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd plastipak¿ luer-lok¿ 30 ml syringe had foreign matter on the syringe. This was discovered during use. The following information was provided by the initial reporter: 3 black marks observed on the shoulder of the syringe during aseptic compounding.

Event description:
It was reported that bd plastipak¿ luer-lok¿ 30 ml syringe had foreign matter on the syringe. This was discovered during use. The following information was provided by the initial reporter: 3 black marks observed on the shoulder of the syringe during aseptic compounding.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/24/2020. H.6. Investigation: one sample was received for the investigation of the event reported. 2 black specks can be observed on the top of the barrel form the syringe. After a visual inspection under microscope (x30 magnification) it may be concluded that these specks are coming from ink probably caused by an issue during the marking process of the syringe. Moreover, several pictures were received confirming the issue, black pecks can be observed also in the photos provided by the customer. DHR of lot 1804255 has been reviewed finding some annotations that could be related to the event reported. Several annotations were recorded during the ink transfer to the barrel in marking machine: - cordon in charge of the correct position of the syringe during flame treatment was breakage and replaced by a new one. - several changes and mechanical adjustments in the silk system that transfers the ink to the barrel in marking machine were performed during the marking process of the claimed lot reported. It may be considered that these incidences were solved in process. Once the incidences were detected defective samples were rejected and manufacturing staff repaired the failure. Therefore, it can be concluded that the changes and mechanical adjustments described above during marking process of the syringe claimed probably lead in black specks of ink on the top of the barrel that were not detected during the process. Based in annotation found in DHR review, we can confirm that the root cause of this defect is related with some isolated incidences occurred in the silk system and the flame treatment cordon (solved in process) that have an influence in the transfer of the ink to the barrel in marking machine leading to the event reported ¿black specks in the top of the barrel¿.